Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial number (B)(6) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that during a procedure involving an implantable neurostimulator, two (2) defective batteries (percept) were identified. The rep stated that they went from an activa to a percept with a plug, and there was an impedance issue with one contact, and it was not working. They then tried another percept ins, which still did not work, so they used a new activa. The batteries would be returned for analysis. The rep asked what to do with the explanted inss. No patient complications have been reported as a result of this event.